Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that a rj45 port on the mobile view station (mvs) computer was found to be not functioning. A computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system would not communicate with navigation system. There was no patient present at the time of the issue.

Manufacturer narrative:
The mobile viewing station (mvs) computer was returned to the manufacturer for analysis. Analysis found that there were no issues related to the returned computer. No fault found.